Manufacturer narrative:
Conclusion: complaint confirmed for the bio-console instrument's flow system failure. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: field service: the reported issue that the flow system failed, there was a flow meter and flow plate failure was verified during service, and no scratches was observed. The service technician found that the machine displayed 27 error code. The issue will be resolved by replacing the assy system controller. The gui was not displayed and the service technician could not continue with equipment calibration. All tests failed and it was planned to return instrument to the repair center for detailed testing. Depot service: during pre-check there was a black screen after power on and the fault was with the sub-assy ui 560 bio-console and backlight was found to be broken. The issue will be resolved by replacing the sub-assy ui 560 bioconsole and backlight. Preventive maintenance will be completed per specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bio-console 560, it was reported that the flow system failed, there was a flow meter and flow plate failure. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that error 27 displayed and the error was addressed by replacing the 560 bio-console flow module. No safety systems were used.